Event description:
The customer reported still in the hospital due to high blood glucose. Customer stated had diabetes ketoacidosis and does not think it was due to her insulin pump. She stated she had some kind of infection. Customer she gave bolus but she was out of insulin. Customer unsure how much insulin was given. Customer stated the night before hospitalization the blood glucose was 555 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Her blood glucose was 487 mg/dl. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).